Event description:
Per the physician's report, this patient developed fever and pain around the incision site, 5 days following cochlear implant surgery. The patient was hospitalized and began treatment on IV antibiotics (vancomycin and zosyn). There was still tenderness and redness. The surgeon explanted the device in 2006. He will reimplant the patient in the future. No surgery date is set.